Event description:
It was reported that during a low anterior resection procedure, although the staples on the sample side were formed properly, the staples on the patient's side were not deployed at the second firing. Additional suture was performed. Reinforcement product was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.